Event description:
The reporter indicated the surgeon attempted to implant a 13.2mm vticm5_13.2 implantable collamer lens, -05.50/+1.0/074, into the patients left eye (os) but the lens tore/broke during injection/delivery into the eye. There was patient contact but no injury. The lens was replaced with a different model but same length lens and the problem was resolved.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).